Event description:
As reported by our french affiliates, during implant of a 23mm sapien 3 ultra valve in the aortic position by transfemoral approach, no issues or resistance were noted during the insertion and withdrawal of devices, however at the end of the procedure, after removal of the esheath+, it was observed that the distal tip was damaged and the patient presented a femoral dissection above the puncture site. A covered stent was implanted, and the patient was noted as to be in stable condition. As per the preliminary evaluation of the returned device, the distal tip of the esheath+ was torn and there was missing tip material. As per the fcs, the operators had doubts about the integrity of the device after use, but no separate pieces were found during the procedure.

Manufacturer narrative:
A supplemental is being submitted due to preliminary pre decontamination findings. The following sections have been updated: b4, b5, g3, g6, h2, h3, h6, h11. The investigation is ongoing.

Manufacturer narrative:
Investigation findings: separation problem. A supplemental MDR is being submitted for the completion of the product investigation. The following sections of this report has been updated: update to b4, g3, g6, h2, h3, h6, h11. The product was returned; therefore, a product evaluation investigation was completed. As a device was returned, a visual evaluation was performed. Due to the nature of the complaint, no functional or dimensional testing were performed. Visual examination was performed, and the following was observed: liner fully expanded. Distal tip opened but torn. Missing tip material. Radial and slant score line visible. Hdpe material stretching at radial and axial score line. No imagery was received. Per the technical summary: the IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels are known potential risks or adverse events associated with the overall transcatheter valve replacement (tvr) procedure and may require intervention. According to the literature review, and as documented in a technical summary written by ew, vascular complications are a well-recognized complication of the transfemoral tvr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications, and has found that the root cause is typically related to a combination of vessel size, tortuosity, and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The training manuals instruct procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent the transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve (all models) can be delivered transfemoral. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter, taking calcium into account. The training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 14 fr sheath is 5.5 mm. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest that patient (access to vessel conditions) and/or procedural (potential closure device failure) might have caused or contributed to this event. However, due to the limited information available, a definitive root cause could not be determined. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure; additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. In this case, the complaints for sheath distal tip torn and system components separate during use were confirmed, based on the evaluation of the returned device. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process. Additionally, high push forces could be applied during system advancement or retrieval that can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been previously opened to determine the root cause and implement any necessary corrective actions.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our french affiliates, during implant of a 23mm sapien 3 ultra valve in the aortic position by transfemoral approach, no issues or resistance were noted during the insertion and withdrawal of devices, however at the end of the procedure, after removal of the esheath+, it was observed that the distal tip was damaged and the patient presented a femoral dissection above the puncture site. A covered stent was implanted, and the patient was noted as to be in stable condition.